Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 5176382. UDI: (B)(4).

Event description:
It was reported that the patient developed suspected infection. Symptoms of tenderness at the incision sites and abdominal stimulation were noted. The physician confirmed that the infection was not device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.